Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor disconnected from the ilet device, resulting in loss of cgm signal, and the agent assisted the nurse in confirming that the sensor was re-pairing. No reported adverse physiological effects. Outcomes included temporary interruption of cgm data transmission without clinical impact. Investigation included customer interview and troubleshooting with education on sensor pairing. Investigation of this case revealed successful re-establishment of the cgm connection after pairing steps. It was concluded that the event was related to a transient communication or pairing issue between the cgm sensor and the ilet device, resolved through standard troubleshooting.